Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the right axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that when the impella was inserted from the right femoral artery; the patient developed the patient developed access site bleed. It was difficult to control bleeding at the right femoral artery. As a result, two units of red blood cells were administered, surgical sutures (cigarette sutures), and fixing adjustments. The impella was also as caught in the aortic arch and could not be inserted. As a result, insertion of the impella was switched to the right axillary. No further information was provided.